Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, a surgery was performed, as a result of the inspection, it was confirmed that the right cylinder had a ballooning. The cylinder was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. The microscope test found that the cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Leaks were identified. Based on the information available and analysis results, the reported device allegations of mechanical issue and bulge were confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, a surgery was performed, as a result of the inspection, it was confirmed that the right cylinder had a ballooning. The cylinder was explanted and replaced. No patient complications reported.